Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Abdominal pain is a known adverse event/symptom of an endometrial ablation procedure.

Event description:
The user reported patient was admitted to hospital for abdominal pain and bleeding a few days after the minerva es procedure. It was also reported that device worked as intended and procedure went well.